Manufacturer narrative:
As reported in a research article, a double valve replacement was performed for a unspecified reason. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the article the patient had a medical history including bilateral coronary aneurysm due to kawasaki disease and severe mitral regurgitation due to bilateral papillary muscle failure. At the same time as the double valve replacement, left atrial patch enlargement was performed due to a small left atrium and calcification around the annular.

Event description:
Related manufacturer report number: 2648612-2019-00073. It was reported through a research article identifying two mechanical heart vales that may be related to a double valve replacement (dvr). Specific patient information is documented as a (B)(6) years old male. Details are listed in the 55th annual meeting of japanese society of pediatric cardiology and cardiac surgery. According to the article, a patient with a history of bilateral coronary aneurysm due to kawasaki disease and severe mitral regurgitation due to bilateral papillary muscle failure, had mitral valve replacement performed three times at 6 months, 10 months, and 11 years old. On an unknown date, a double valve replacement was performed. The abbot mechanical valve in the aortic position was replaced with a 21mm regent mechanical valve and the abbot mechanical valve in the mitral position valve was replaced with a 23 mm non-abbott mechanical valve. In addition, left atrial patch enlargement was performed because of the small left atrium and calcification around the annular. After the operation, pulmonary edema, pulmonary hypertension and hypoxemia were observed, but the patient recovered and was discharged.